Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips would not advance. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/02/2008. Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.